Event description:
It was reported that a user experienced fluctuating blood glucose with a cgm low reading of 50 mg/dl followed by fingerstick 73 mg/dl, treated with juice, then subsequent hyperglycemia peaking at 301 mg/dl with rising trend, alongside a pattern of postprandial highs followed by later lows while dosing before meals and occasionally disconnecting for exercise. Symptoms included slight lightheadedness. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included complaint handling review, device history and usage review, and user education and troubleshooting with escalation to clinical support to assess for potential device maladaptation and consideration of a factory reset. Investigation of this case revealed no confirmed device malfunction and an undetermined cause of hyperglycemia with possible contributory factors such as cgm discordance, postprandial excursions, and exercise disconnection. It was concluded that the device appeared to deliver insulin and that the cause of the hyperglycemia was unclear, with user counseling provided and further clinical follow-up planned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.